Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Damaged hp cable restricts water flow and causing intermittent operations, debris in water filter, pinched tubing, all parts replaced, unit recalibrated and tested to meet factory's specs.

Event description:
Based on the repair evaluation of a damaged hp cable that was restricting water flow while using a g137 scaler, the handpiece was heating up; no injury resulted.

Manufacturer narrative:
Damaged hp cable restricts water flow and causing intermittent operations, debris in water filter, pinched tubing, all parts replaced, unit recalibrated and tested to meet factory's specs.